Manufacturer narrative:
Device power up properly after battery installation. Device passed self test and displacement test. Power connector plug in and locked in place properly. No missing segments or partial display noted. Device shows no damage on lcd controller or lcd glass.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had solid white display. Customer's blood glucose level was 118 mg/dl. Customer did not report about screen flashing when screen turned on after being in sleep mode. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.